Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. The blood glucose reading is 6.9 mmol/l. Nothing further reported.

Manufacturer narrative:
Pump was received with stuck motor error alarm loop during bolus deliver. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion and the excessive no delivery test due to motor error alarm. No a35 alarm note during testing. Unable to verify for e70 alarm due to over written pump history. Unable to perform occlusion and the excessive no delivery test due to motor error alarm. No cosmetic damage noted. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.